Event description:
The explanted devices were received by the manufacturer for analysis. Since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The pulse generator diagnostics were as expected for the programmed parameters. The data in the diagaccumconsumed memory locations revealed that 10.821% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported vns patient had very long seizure which caused brain damage. It was reported that patient was admitted following the long seizure and died. Additional information was received that the patient has died from (B)(6) related to very difficult epilepsy; it was reported that the death was not related to vns therapy. The vns system removed following patient's death is expected to be returned to the manufacturer for analysis, but it has not been received to date. Review of manufacturing records confirmed all tests passed for the devices prior to distribution.